Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as very itchy, bloody and weepy. There was no alleged device malfunction contributing to the rash. The patient¿s pharmacist suggested neutrogena lotion for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Not applicable.